Event description:
It was reported that the device exhibited ¿cutlery cassette is not recognized¿. There was unknown patient involvement.

Manufacturer narrative:
E1: phone number: (B)(6). B3: unknown; no information has been provided to date. H3: one device was received for analysis. The device had not been in before for repair related to the customer stated problem. Functional and visual tests were performed, and the customer¿s problem could not be confirmed as the cassettes were recognized. The root cause of the problem was unknown therefore no further actions were taken.